Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ins was no longer helping with her ic bladder pain. The patient reported that the device was replaced and helped at first but was no longer working. The patient reported that the ins ¿plate in her hip¿ felt like it was bent and was popping out causing pain. The patient reported that it felt like it was just bending and bending. There were no falls or traumas that could be related to this issue. There were not recent medical tests or procedures that could be related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.